Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed pacing impedance measurements less than 100 ohms. Additionally, noise was observed on the atrial channel, with reported undersensing. An invasive revision procedure to replace the ra lead was planned. To date, no adverse patient effects were reported with this clinical observation.